Event description:
A falsely depressed glucose (glu) result was obtained on a patient sample. The patient result was not reported to the physician. The laboratory repeated the test on the same sample and a higher result was obtained and reported. Patient treatment was not altered or prescribed on the basis the falsely depressed glucose (glu) result. There was no report of adverse health consequences as a result of the falsely depressed glucose (glu) result.

Manufacturer narrative:
Original MDR was submitted 03-12-2014.(B)(4)

Manufacturer narrative:
Analysis of the instrument and instrument data by the customer indicated that the cause of the falsely elevated glucose result was unknown. It was an isolated incident. The qc was within laboratory ranges when the falsely depressed result was obtained. The instrument is performing within specifications. No further evaluation of the device is required.